Event description:
Caller reported that they tested pt's blood glucose with a freestyle meter at approx 11pm. Result was 232 mg/dl. No insulin was taken. They went to bed and at approx 2am caller was awakened by strange noises made by pt, which caller recognized as indicating pt was going into a diabetic coma. Caller called paramedics who measured blood glucose level of 18 mg/dl. Paramedics started an intravenous infusion to treat the pt. Last meal before the event was approx 6pm the evening before the event.